Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5x12 (part/lot unk) and xience v 2.5x18. The two xience v devices 2.5x12 (part/lot 1009539-12/0083041) and 2.5x18 are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted dried blood on the guide wire and no contrast visible, which is consistent with the guide wire being used outside of the dispenser and in the procedure as reported. There was 11.7 cm of the proximal end of the guide wire returned and the remainder of the guide wire was not returned. Analysis noted that the fracture face of the guide wire was smooth and at an angle as if cut as reported. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to mechanical damage to the outer surface, which is consistent with the guide wire being cut as reported. Analysis confirmed the reported resistance and inability to retract the stent delivery system (sds) from the guide wire as an attempt was made to remove the guide wire from the sds, but the guide wire was frozen inside the sds. Factors that may contribute to the resistance and inability to retract the catheter over the guide wire may include, but is not limited to, inner diameter of the guide wire lumen of the catheter, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is possible that the build up of blood in the guide wire lumen of the sds and on the guide wire contributed to the reported difficulties. A conclusive cause could not be determined for the reported resistance and inability to retract the sds over the guide wire and the reported additional therapy/non-surgical treatment (cutting the proximal portion of the guide wire) appears to be related to operational context of the procedure. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the right coronary artery, a 2.5x12 xience v stent was successfully deployed in the mid portion of the vessel. A 2.5x18 xience v stent was successfully deployed in the proximal portion of the vessel. Post deployment, a dissection was observed. An attempt was made to advance a 2.75x12 xience v stent for treatment of the dissection, but the stent system could not cross. The device was removed from the anatomy. An attempt was made to load a 2.5x12 xience v stent system onto a balance middleweight guide wire (bmw) outside of the anatomy, but resistance was felt. When attempting to remove the stent system from the guide wire, the shaft separated. The separated segments of the stent system could not be removed from the guide wire; therefore, the proximal end of the guide wire was cut. The stent system was removed from the guide wire. Another bmw guide wire was advanced successfully and the bmw guide wire that had been cut was withdrawn from the anatomy successfully. An attempt was made to advance a 2.5x8 xience v for treatment of the dissection, but the stent system could not cross. The dissection was ultimately successfully treated using an apex dilatation catheter. After dilatation, blood flow was noted to be brisk and the patient was reported as stable. Although the procedure was prolonged, there were no adverse patient effects. The physician stated that the characteristics of the vessel were difficult, and the lesion was difficult to access, causing the difficulty experienced during the procedure. Though requested, additional information was not provided.